Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted. (B)(4). (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 , that the early sensor expiration due to transmitter not functioning properly. It was reported that the operating system for the smart device was not a supported system. No additional event or patient information is available. No product or data was provided for evaluation. The reported event could not be determined. A root cause cannot be determined.